Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted to treat a 2.3cm malignant adenocarcinoma tumor in the head and body of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. Baseline assessment of biliary obstructive symptoms (abos) was conducted and no symptoms were identified. The patient's baseline karnofsky score was reported as 90. The patient's weight was reported to be (B)(6). Tissue diagnosis was obtained using eus-fna. Baseline laboratory tests were conducted on (B)(6) 2015. Chemotherapy is planned for this patient. A prior biliary sphincterotomy was performed. A prior pancreatic sphincterotomy was not performed. A biliary sphincterotomy was not performed during this procedure. A pancreatic sphincterotomy was not performed during this procedure. A prophylactic pancreatic stent was not placed. The patient did not receive prophylactic antibiotics. The initial stent placement procedure was performed on (B)(6) 2015 and was completed as an outpatient procedure. A wallflex biliary rx uncovered stent was placed in a satisfactory position across the stricture. On underwent pre-operative visits on (B)(6) 2015. According to the complainant, the patient presented with sepsis on (B)(6) 2015. The event was deemed related to the study stent. The patient was hospitalized on (B)(6) 2015. The patient also underwent an unknown biliary reintervention. During a follow-up visit on (B)(6) 2015 it was documented the patient had biliary assessment symptoms of right upper quadrant pain and fever/chills. The event has resolved and the patient was discharged from the hospital on (B)(6) 2015.

Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx uncovered stent was implanted to treat a 2.3cm malignant adenocarcinoma tumor in the head and body of the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. Baseline assessment of biliary obstructive symptoms (abos) was conducted and no symptoms were identified. The patient¿s baseline karnofsky score was reported as 90. The patient¿s weight was reported to be (B)(6). Tissue diagnosis was obtained using eus-fna. Baseline laboratory tests were conducted on (B)(6) 2015. Chemotherapy is planned for this patient. A prior biliary sphincterotomy was performed. A prior pancreatic sphincterotomy was not performed. A biliary sphincterotomy was not performed during this procedure. A pancreatic sphincterotomy was not performed during this procedure. A prophylactic pancreatic stent was not placed. The patient did not receive prophylactic antibiotics. The initial stent placement procedure was performed on (B)(6) 2015 and was completed as an outpatient procedure. A wallflex¿ biliary rx uncovered stent was placed in a satisfactory position across the stricture. On underwent pre-operative visits on (B)(6) 2015. According to the complainant, the patient presented with sepsis on (B)(6) 2015. The event was deemed related to the study stent. The patient was hospitalized on (B)(6) 2015. The patient also underwent an unknown biliary reintervention. During a follow-up visit on (B)(6) 2015 it was documented the patient had biliary assessment symptoms of right upper quadrant pain and fever/chills. The event has resolved and the patient was discharged from the hospital on (B)(6) 2015. Additional information received on march 18, 2016: reportedly, the patient was discharged to hospice following hospitalization on (B)(6) 2015. The patient passed away on (B)(6) 2015 from pancreatic cancer.